Event description:
Event relates to use of bausch & lomb's "renu with moistureloc" multi-purpose solution. Pt had a 4 fl. Oz. Sample from last eye doctor visit in march 2006 which he opened (tracked the neckband on brand new product with 2007-11 expiration date) on wednesday, may 24, 2006. Pt stored his contact lenses in solution for about 7 hours per night for two consecutive nights. Friday evening may 26, 2006 pt felt a deep pain under left eye, at which point he discontinued contact lenss wear, by evening of may 27th pain was subsiding and was almost imperceptible by may 28th, at which point a visible, though minor swelling developed on the rim of the lower left eyelid. Swelling has been gradually subsiding through and including tuesday, may 30th. What currently remains is a tiny white indentation on the rim of the lower left eyelid reminiscent of (recovery from) an infection.